Event description:
While conducting an initial investigation on a newly installed machine during a service call, the field service engineer (fse) tested the operation of the machine. The service engineer noticed that after 6 test firings that there was no flash coming from the head. While debugging the issue, the service engineer noticed that the head connector high voltage plug got hot and showed signs of being melted. He turned off the machine and removed the plug to inspect it. While inspecting the plug, flames appeared where the head plugs into the top of the unit. No patients were hurt and/or injured during this event.